Event description:
During service of product unit was found to motor stall with low pressure alarm due to integrated circuit u10 and transistor q12 and q13 on the motor board. Replaced motor board due to new parts unavailable. On 07/08/1998 a no audible alarm condition was found due to fuse 2 on the motor board. Replaced fuse 2 to correct.